Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch which was found to be leaking. It was reported that after priming the tubing to start blood transfusion, the bottom of the drip chamber was found to be cracked and leaking blood. The tubing was switched out; blood transfusion was completed without further issue. There was patient involvement, but no patient harm/ adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).